Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device, the cutter and needle were fired, the cap was on, and there was some blood present. Further investigation cannot be performed as the cutter had already been actuated. The reported complaint could not be confirmed or denied. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter did not make a clean cut. No replacement device was used, but a metz/scissor was used to clean up the aortotomy. There were no pt effects. The product will be returned.